Manufacturer narrative:
The catheter was returned in two segments. Evaluation confirmed that the catheter was broken due to a tensile force applied during use. (B)(4).

Event description:
It was reported that while inserting the guidewire into the catheter, resistance was encountered. The physician continued to advance the guidewire with force and the catheter separated in two segments. This occurred during preparation and therefore the device was not used in the patient.